Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. Angiography confirmed the access site to be in the common femoral artery. The physician inserted, deployed and removed the device without difficulty. Hemostasis and closure were achieved. It was reported the patient complained of "tingling and discomfort" immediately following vessel closure. The physician attributed the symptoms to "vessel spasm". The patient's pulses were checked in the right groin and leg and were reported to be "faint". The patient was transferred to the post recovery area. Two hours later, the patient's groin and limb pulse were checked and found to be "absent". A doppler ultrasound was performed which indicated an occlusion in the right groin. An interventional radiologist was consulted and performed a right femoral angiogram via left groin access, by inserting a catheter in the left groin and going over the iliac horn. Angiography confirmed the right femoral artery was 99% stenosed with the posterior intima being sutured to the anterior wall. The physician used a balloon catheter to separate the sutured area of the posterior intima and relieve the stenosis. A stent was placed in this area. Hemostasis was achieved to the left groin via manual compression. The patient was reported to have an "excellent outcome" and was discharged home the following day. Telephone follow-up done by the cath lab staff 4 days later confirmed that the patient was "doing great".